Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other xience xpedition is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a narrow lesion in the mid left circumflex artery (lcx) with 80% stenosis and a narrow lesion in the mid right coronary artery (rca) with 80% stenosis. On (B)(6) 2014, the patient was hospitalized for chest tightness. Coronary angiography showed three vascular lesions. A 3.0 x 15 mm xience xpedition stent was implanted in the mid lcx with 80% stenosis and a 3.0 x 28 mm xience xpedition stent was implanted in the mid rca with 80% stenosis. The patient was discharged on (B)(6) 2014. On (B)(6) 2015, the patient was re-hospitalized for atrial fibrillation. An electrocardiogram (ECG) examination and medical treatment was given to the patient. The patient was discharged and is in good health. Per the physician, the relationship between the event and the device is not known. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. No device issue has been reported at this time. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: angiography showed the stents were patent. Medication was given to the patient and discharged on (B)(6) 2015.